Manufacturer narrative:
Other applicable components are: product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that her ins battery was run down completely and the last 3 days she had been trying to recharge it. The patient reported that she had full coupling bars and the ins battery flashed about 1/4 of the way. The patient reported that her recharger (insr) was plugged into the wall all the time, but the screen said there was no battery for the insr. The patient reported that stimulation was not working this morning but it just started again. The patient reported that she got enough charge so that it worked for a while. The patient reported that the insr would charge the ins but was not charging from the wall. It was confirmed that there was a light on the desktop charger and the connector pins weren¿t loose or broken. Additional information was received from the patient on 2017-04-05. The patient reiterated issues about the insr not charging. The patient reported that she saw the warning message to charge the insr. The patient also reported that she was having trouble getting the antenna in the right place. The patient reported that it took her 10 times to get the antenna in the right place. The patient reported that she could feel where the implant was, put the antenna right where she felt the ins and not one ¿block¿ was black. The patient reported that she went back to check it and apparently, it had moved. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.